Event description:
Product issue: the biopsy gun misfired; specifically, the back button did not release the tissue sample as expected. Action taken: an alternate biopsy gun from the same lot number was provided and used successfully to obtain specimen samples. Manufacturer response for disposable biopsy device, max core disposable biopsy device (per site reporter).